Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-feb-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a pocket infection. It was unknown what caused/led to this event. The ins and part of the extensions were removed. The issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID 3389s-40, lot# va0s3l3, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID 3389s-40 , lot# va0s2ua, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the entire deep brain stimulation (dbs) system was removed today. There were no leads or extension left implanted. The patient infection had recurred and was now in the area of the neck and extension. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the leads and extensions were explanted and would not be returned for analysis. No further complications were anticipated.